Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The chronic total occlusion stenosed target lesion was located in the anterior tibial artery. After crossing the guide wire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon ruptured. Dilation was performed with another balloon and the size was repeatedly increased to complete the procedure. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The chronic total occlusion stenosed target lesion was located in the anterior tibial artery. After crossing the guide wire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon ruptured. Dilation was performed with another balloon and the size was repeatedly increased to complete the procedure. No patient complications were reported. It was further reported that the target lesion was 100% stenosed, severely calcified and non-tortuous. The balloon was inflated for 5 seconds, and the device was removed without problems.